Event description:
The customer reported the device will cycle on and off, has intermittent readings, and was reading lower compared to a competitor's device. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Device not returned.

Event description:
The customer reported the device will cycle on and off, has intermittent readings, and was reading lower compared to a competitor's device. No patient impact or consequences were reported.